Manufacturer narrative:
(B)(4). A physio-control service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. It was confirmed that the device can not be repaired. The device will be returned to the customer unrepaired per customer's request.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. During initial evaluation, physio-control observed that the device would not power on, after pressing the on/off button. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient use associated with the reported event.

Manufacturer narrative:
A cause of the reported issue could not be determined. The device was returned to the customer unrepaired per their request.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. During initial evaluation, physio-control observed that the device would not power on, after pressing the on/off button. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient use associated with the reported event.